Manufacturer narrative:
It is unknown if the reprocessing steps at the material residue point were deviated from the instruction manual. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is preventable and detectable by handling the device in accordance with the following sections of the instructions for use: -IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. -IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of clogged device was confirmed. In addition to the nozzle clogged by a black rubbery material, additional evaluation findings were; bending section glue was separated, white dots were visible on a black background, charged coupled device cover lens had slight discoloration, angulations were out of specification, and upward/downward angulation control knob unit had wear and tear. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope was clogged. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle was clogged by a black rubbery material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.